Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned in the future this complaint will be re-assessed. On this occasion no batch details of the product were supplied, so we have been unable to conduct a review of the device history, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported events has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This complaint is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device showed a caniste full/blockage alarm. No case reported; therefore, there was no patient involvement.